Event description:
During a balloon ablation procedure, the catheter was introduced into the endometrial cavity, d5w was instilled and the pressure rose to 135 mmhg. Pressure quickly fell to 30-35 mmhg. Another system was brought in under the assumption that the first was defective, however the pressure never rose above 30-35 mmhg. A hysterscope was reintroduced and the bowel was seen. Laparocscopy was immediately performed, which revealed a uterine defect. According to the report, the size of the defect would indicate that the balloon had partially perforated the uterine wall and the resulting pressure from the fluid being pumped into the balloon burst the wall. Repair was carried out by using the abc to coagulate bleeders within the myometrium and then closing the defect with size 0 absorbable suture with an extracorporeal knot. Blood loss was approximately 100 cc. The pt had an uneventful recovery.